Manufacturer narrative:
Patient weight is unknown. Date of event reported as (B)(6) 2017. It is unknown if this is when the device broke or was discovered broken. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient under a subtrochantären femoral fracture left and fixation by wire/cerclage and proximl femoral nail anti-rotation (pfna) procedure on (B)(6) 2017. The intraoperative and postoperative imaging showed a good position and fragment adaptation. The patient was discharged well mobilized and was mobile on rollator and crutches at home. The patient reported sudden pain and inability to walk; the patient didn¿t recall any trauma. Radiographic imaging showed breakage of the pfna in the area of distal locking screw. The patient underwent a revision procedure and the nail was removed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part number: 472.265s. Synthes lot number: l201386. Release to warehouse date: 23. Nov. 2016 expiry date: 01. Nov. 2026. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was not returned, no further investigation is possible. The complaint is adequately addressed by the risk assessment. Device manufacture date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.